Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar (same brand family) to a device marketed in the u.s. Concomitant medical products: 407652 implantable pacing lead 2010-(B)(6); 419688 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient received an "inadequate shock" from the device and that it did not change the "behavior" or rhythm. No action was reported to be taken. The device remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications were reported as a result of this event.